Manufacturer narrative:
(B)(4). The date of onset of the peritonitis event was reported to be in the week prior to receipt of this report. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis event was unknown. On an unreported date, in the week prior to receipt of this report, the patient was hospitalized for the peritonitis event. On an unreported date, the patient received vancomycin (1 gram, every 3 days, intraperitoneally, duration not reported) and gentamycin (dose, frequency, duration and route not reported) for peritonitis. On the day of receipt of this report, the patient was discharged from the hospital. At the time of this report, the treatment for peritonitis was ongoing. The patient had recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.